Manufacturer narrative:
Device was received, and evaluated. Evaluation determined that the device failed output testing and resistance test. No output was observed, failure on edge card test was determined, the e12 error was confirmed. The handpiece failed to be recognized by the console, no output. Device is non repairable. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during preparation for use the device exhibited e12 error message. Another handpiece was used, however, the reported issue was not resolved. There was no patient involvement on the event. No user injury reported. This report is related to report patient identifier: (B)(6).